Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 539.2 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient missed a refill in (B)(6) 2017 due to being hospitalized for an issue unrelated to the pump. The reporter had access to a physician programmer, and it was confirmed that an empty reservoir alarm occurred on (B)(6) 2017. The patient experienced an increase in spasticity on (B)(6) 2017. There were no further complications reported.

Manufacturer narrative:
Section updated.

Event description:
Additional information was received from a consumer via a manufacturing representative. The pump was filled as normal, and the manufacturing representative asked the healthcare provider (hcp) to keep a tab on reservoir volumes (expected reservoir volume vs. Actual reservoir volume) at subsequent refills. No [additional] troubleshooting was performed. The empty pump issue was resolved. It was noted that the patient was "fairly heavy" with regards to patient weight).